Event description:
While implanting the small chin implant, the tip broke off. The surgery was completed using backup implant with delay of 1 hour.

Manufacturer narrative:
The returned device matched the report, and the event was confirmed. The investigation results showed that the implant was completely broken. However, it was not possible to determine the root cause for the reported event. According to the DHR review, the implants were manufactured according to the specification. From the performed investigation, no indications were found for any material or manufacturing related problems.

Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
While implanting the small chin implant, the tip broke off. The surgery was completed using backup implant with delay of 1 hour.